Event description:
The customer reported that the system was difficult to steer. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The lower coupling assembly on the steering shaft was re-aligned and tightened. The system was tested and found to be working as intended and put back into svc.